Event description:
A report was received that the patient's lead was believed to be placed in the wrong location that was causing stimulation to a different nerve that was eventually causing patient's discomfort/pain, which was described to be somewhere in the groin. The patient underwent a revision procedure wherein the lead was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2352-50, serial #:(B)(4), description:linear 3-4 lead, 50cm.